Event description:
It was reported that patient faced occlusion issue on (B)(6) 2026 as patient received insulin flow blocked alarm. The blood glucose level was high which was treated with insulin pump.

Manufacturer narrative:
E1: event city: (B)(6). Event country: canada. Name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.